Event description:
Synthes (B)(4) reported patient diagnosed with a comminuted intertrochanteric fracture was implanted with trochanteric fixation nail, helical blade and a locking bolt on an unknown date. It was reported the femoral head cut out superiorly at 5 weeks post-operative. Patient was returned to the o.r. On an unknown date for revision surgery. Reportedly the patient was converted to a bi polar hip. The devices were removed and discarded of. This is 2 of 2 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of event is unknown. Placeholder.

Event description:
This is 2 of 2 reports for the same event, complaint # (B)(4).